Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-op device check, infinite impedance measurement was observed along with possible loss of capture. In addition, the implant detection feature remained on, and it did not appear that diagnostics were available. It was later revealed that the issue was due to a loose set screw with the implantable pulse generator (ipg). The setscrew was tightened and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.